Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was difficulty disconnecting the patient line of an amia automated pd cycler set from the transfer set. This was observed at the end of peritoneal dialysis therapy. There was no physical damage or noted visible defects to the product or shipping materials. There was no report of patient injury or medical intervention associated with this event. No additional information is available.